Event description:
It was reported that at a clinic visit within three weeks post implant that there was oversensing and noise seen with the device and right ventricular (rv) lead system. There was also an increase in pacing thresholds. The physician wanted to rule out a possible faulty lead or device, so both the device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.